Event description:
It was reported that the patient was referred for a generator replacement surgery. Clinic notes received showed that the patient had a recent increase of seizure clusters. The patient was referred for replacement on the desire to upgrade to the latest generator model for better coverage of seizures. Surgery has not occurred to date. Attempts for additional pertinent information have been unsuccessful to date.

Event description:
The patient¿s surgery to replace her vns generator occurred on (B)(6) 2016. Both pre-op and post-op diagnostics were within normal limits. The explanted generator was received by the manufacturer on (B)(6) 2016 and is undergoing product analysis. Follow up with the treating physician showed that he does not believe the increase in seizures was due to vns stimulation. No contributory factors were known. The increase in seizures was believed to be a progression of the patient¿s disease state. The physician assessed that the device was functioning properly. No additional pertinent information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Product analysis was completed on the returned generator. Visual examination showed observations consistent with the explant procedure and expected outcomes of the manufacturing process. No surface abnormalities were noted. The device output signal was monitored for more than 24-hrs in a simulated body temperature environment. The pulse generator¿s output signal showed no signs of variation provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery voltage measured was 2.958 volts and showed an ifi=no battery indicator. The data in the data logs revealed that 63.004% of the battery had been consumed. There was no evidence of an anomaly from the internal device data. There were no performance or any other type of adverse conditions found with the pulse generator.